Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
During routine follow up on a previous customer experience it was reported that the peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2018 and the culture report stated -gram positive cocci. The patient was treated with vancomycin for 3 weeks. The cause of the peritonitis is unknown. The patient was put on hemodialysis treatments temporarily due to fibrin buildup in catheter. The patient will be back on peritoneal dialysis once they recover. It is unknown if the patient experienced any device malfunctions when the alleged event occurred. There was no sample available.

Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: manufacturer address based on the available information, it is not possible to determine the source of the peritonitis. However, there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum. (Akoh et. Al., 2012). If additional information becomes available this complaint will be reassessed and the clinical review updated accordingly.